Manufacturer narrative:
Other text: two units were returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
Additional information received:the internal component of the one-way valve has totally come out of the cuff bladder. Additional information received at:: on complaints (B)(4), the complaint with those was the balloon not inflating circumferentially. Only the trach was the one with the one-way valve issue.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) samples were received from in used conditions, without original packaging and with its certificate of safe handling. The sample was visually inspected at 12 inches under normal lighting to received unit. According to visual inspection, condition reported in complaint was visible, however, this does not assure us that there is still a failure of the process, since mishandling by the user by not using the tracheostomy device correctly cause the rupture. It is observed that there were some incisions in the top of the valve, they look like bites in the device, this can cause the inflation valve to detach from the device. Based on investigation results, the damaged occurred after the product left manufacture. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that the one way valve totally came out of the cuff when attempting to inflate the cuff. No patient involvement.